Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 420 mg/dl. Customer treated with a bolus. She stated that the drive support cap appeared normal. She found no air in the tubing and stated that the basal rate and bolus wizard settings were correct. No delivery alarms were found in the alarm history. The insulin pump passed the high pressure test. She was advised to remove the infusion set and stated that the cannula was not bent or occluded and that the site was not sore or irritated. The insulin was clear and not expired. Nothing further was reported.